Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
Additional information received: were the clips formed when they fell out of the applier?---yes, the clip was formed properly. Did the clips fall into the patient ?---yes. Were the clips retrieved?---yes, it was retrieved with a forceps. The event occurred at the 2nd firing. There were no anomalies such as any unexpected noises and resistance while firing the trigger. Besides, there was no torquing or twisting of the device present at the time of firing.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip fell out at the clipping. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)